Event description:
Attempting to install new olympus oer probe with coworker. Turn probe on for installation. Instill peracetic acid for disinfection probe jammed in load mode disinfection went into air. Received chemical burns in airway with nausea, headache, dizziness, vomiting, seen in ER. Continues to have burning. Told to get lots fresh air and increase fluids. During training rep did not explain need for ppe disclosed to use 20 - 4 ml peracetic acid. Did not disclose it should be a closed environment. Second coworker in room also received burns in respiratory tract.